Event description:
It was reported that during regular inspection by biomed, the cardiosave intra-aortic balloon pump (iabp) beeped from battery slot. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) beeped from battery slot. No patient was harmed.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact details: event site postal code: (B)(6). It was reported that during regular inspection by biomed the cardiosave intra-aortic balloon pump (iabp) had "beep from battery slot". A getinge field service engineer (fse) found that continue beep used to come whenever battery remains in slot 2 whenever unit is turned "off". Tried after interchanging the battery, issue remains the same. Problem suspected with the power management board, perform software upgrade for the same. Checked units performance on iabp trainer & balloon, no issue observed. No cont. Beep or any other observed whenever system is turned "off". Performed all functional test, passed ok. System working satisfactorily. Returned to the customer and released for clinical use. Patient involvement was not there, no patient harm was reported. Customer don't wish to provide defective spare as they require it for the audit purpose.